Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic complaining of weakness and lethargy. Lead function at that time was found to be normal. Two weeks later, the patient presented in-clinic again, still symptomatic. Noise was observed on lead; this noise inhibited pacing. Lead was explanted and replaced.